Event description:
Pt was treated on 8/29/96 in the upper and lower vermilion borders, oral commissures and nasolabial folds. The pt experienced slight swelling and bleeding at all injection sites during the treatment which was attributed to the injection procedure. The symptoms resolved by the time the pt left the office. Later in the day, the pt developed swelling of the upper lip and irregular heart beats. That evening, the pt alleged that the upper lip swelled to six times its normal size. An emergency room physician diagnosed the lip swelling as angioedema, possibly related to the collagen, and he attributed the irregular heart rhythm to altace. Prednisone, zantac, and atarax were prescribed, and the pt was advised to discontinue the altace. The irregular heart beat resolved on 8/29/96 and the angioedema resolved by 9/1/96. The pt alleged no correction was noted at the upper vermilion border treatment site after resolution of the swelling.